Event description:
There was an allegation of questionable elecsys testosterone ii results for 13 patient samples on a cobas e 601 module. Patient f: on (B)(6) 2022 the initial result was >1500 ng/ml (with a data flag). A 1:2 dilution was performed and the result was 2206 ng/ml. On (B)(6) 2022 the sample was sent to another laboratory to be tested and the result was 2202 ng/ml. Patient g: on (B)(6) 2022 the initial result was > 3000 ng/ml. On (B)(6) 2022 the sample was sent to another laboratory and the result was 1389 ng/ml. Patient l: on (B)(6) 2022 the initial result was 55 ng/dl. The repeated result was 449.50 ng/dl. Patient m: on (B)(6) 2022 the initial result was 657 ng/dl. The repeated result was 279.10 ng/dl. Patient k: on (B)(6) 2022 the initial result was 166 ng/dl. The repeated result was 111.20 ng/dl. Patient h: on (B)(6) 2022 the initial result was >1500 ng/dl (with a data flag). The sample was diluted (ratio not provided) and the result was 3714 ng/dl. The sample was sent to another laboratory and the result was >1500 ng/ml (with a data flag). A separate sample from the patient was tested with dilution (ratio not provided) and the result was 1588 ng/ml. Patient I: on (B)(6) 2022 the initial result was 30 ng/dl. The repeated result was 551.00 ng/dl. Patient a: on (B)(6) 2022 the initial result was 1100 ng/ml and the repeated result was 600 ng/ml. Patient b: on (B)(6) 2022 the initial result was 117.2 ng/ml and the repeated result was 166 ng/ml. Patient c: on (B)(6) 2022 the initial result was < 15 ng/ml and the repeated result was 293 ng/ml. Patient d: on (B)(6) 2022 the initial result was 178 ng/ml and the repeated result was 136 ng/ml. Patient j: on (B)(6) 2022 the initial result was 136 ng/dl. The repeated result was 177.90 ng/dl. Patient e: on (B)(6) 2022 the initial result was >1500 ng/ml (with a data flag) and the repeated result was 1122 ng/ml. On (B)(6) 2022 a separate sample from the patient produced a result of 30.74 ng/ml. The erroneous results were reported outside of the laboratory. The repeated results were believed to be correct. The reagent lot number is 554464. The expiration date was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Precision studies were performed and were acceptable. Upon review of the alarm trace, no relevant alarms were observed. Quality controls were within range. There was no indication of a reagent or instrument performance issue. The last calibration performed on (B)(6) 2022 had no alarms and calibration signals were within expectations. The customer indicated that the samples with discrepant results were from one of their three clinics. The samples were collected from patients that may have been receiving medical and/or holistic treatments such as transdermal hormonal creams for example. The customer declined any further assistance and no longer observes the issue. The investigation could not identify a product problem.

Manufacturer narrative:
The correct unit of measure used for the elecsys testosterone ii assay is ng/dl.